Event description:
The facility reported a fail code 810:04. Info was not provided regarding whether or not the failure occurred during a pt infusion. No reports of any pt incident involving this pump.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 810:04 was confirmed. A field corrective action has been initiated.